Manufacturer narrative:
Model number/catalog number: sc-2218-50e, serial number: (B)(4), batch/lot number : 5096040 / 5039327 / 5039328, model/catalog description: linear st trial lead kit 50 cm.

Event description:
A report was received that following a trial procedure the patient was unresponsive when the leads were placed. The trial leads were taped into place and the patient was resuscitated and intubated. The patient was transported by emergency medical services.